Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) as the device was not performing as expected. A replacement surgery was performed; however, during the procedure it was not determined what type of anomaly caused the device to not perform as intended. There were no clinical consequences to the patient.